Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) and (B)(6) 2015 replaced the 6-way valve, cleaned and lubricated all leadscrews, performed a general cleaning. Ran calibrators and controls, ran samples (10 times) to verify. Calibration is good, qc (quality control)is good. Instrument is working within specifications. The most probable cause of the reported event was a valve 1-6 way failure.

Event description:
On (B)(6) 2015, the customer requested service for their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.